Manufacturer narrative:
Insulin pump received with broken battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Unable to power pump due to broken off battery tube threads noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.